Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Conclusion: failure event observed during analysis. Final analysis found that the insulation was abraded at 46.5 cm to 47.4 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. Initial reporter: reliability laboratory technician. Report source: st. Jude medical crmd reliability laboratory.